Event description:
The customer stated that she was hospitalized due to diabetic ketoacidosis and a heart attack. The customer's blood glucose reading was 146 mg/dl at the time of the report. The customer stated that when the infusion set she was using at the time of the event was removed from her body, the cannula was bent. The customer did not feel the insulin pump caused the event and declined to perform troubleshooting. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.